Manufacturer narrative:
(B)(4). Eval method: work order search. Results: visual inspection of the returned lens showed the lens was returned in liquid and there were marks on the haptic. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The reporter stated that the micl2.6 implantable collamer lens was loaded and after the surgeon inspected under microscope he noted markings on the lens and indicated it was defective. The reporter stated the incident did not occur during loading and there was a problem with the lens.